Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a forced log out. No product or data were provided for evaluation of probable cause. No injury or medical intervention was reported.